Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this ventricular lead was surgically abandonded as it was no longer providing pacing. To date, no adverse patient effects have been reported.